Event description:
The distributor got a complaint about shunt infection from the hospital.

Manufacturer narrative:
(B)(4). No further info regarding the initial shunt infection was rec'd. The device was unavailable for return. Therefore an eval of the product was not possible. A review of the mfg and sterilization records was not possible, as no lot number was provided. The instructions for use that accompany our shunts state that local and systemic infections are not uncommon with this type of procedure and are usually caused by organisms that inhabit the skin. However, other pathogens circulating in the bloodstream may colonize the device and in the majority of pts require its removal.